Manufacturer narrative:
The returned device was evaluated and the investigation found that the device had a small hole near the middle of the soft cannula. Qualification records were reviewed, and the product met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(4) 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached greater than 13.8mmol/l (>250mg/dl) while wearing the pod between 4 and 24 hours.